Manufacturer narrative:
(B)(4).

Event description:
An endeavor sprint rx drug-eluting stent was implanted to the distal lad. An endeavor sprint stent was implanted to the proximal lad. A second endeavor sprint stent was implanted overlapping the first stent to treat a dissection in the proximal lad. (MFR report# 2953200-2010-00790, 2953200-2010-00791, 2953200-2010-00792). The patient was discharged the following day. At the 30 day follow up the patient had stable angina. Approximately 4 months post index procedure the patient had instent restenosis and suspected stent thrombosis. Tvr was performed to the proximal lad. The investigator stated that there was a definite relationship to the study device and no relationship to the procedure. Approximately 5 1/2 months post index procedure the patient was hospitalized due to a gastrointestinal bleed. The patient had 2 day rectal bleeding, medication was administered and a colonoscopy was performed. The patient recovered with treatment. The investigator stated that there was no relationship of the gastrointestinal bleed and the study stent.